Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis has been attributed to touch contamination by the patient opening the pd catheter in the shower. This is supported by the culture result of the gram-negative bacteria roseomonas gilardii, an organism associated with contaminated water and soil sources. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient would be utilizing medicated solution bags for unspecified reasons. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the pd clinic on (B)(6) 2020 and was diagnosed with peritonitis. The patient mentioned that the previous night she was feeling full and could not drain so she went to the shower, opened her pd catheter (not a fresenius product) and drained in the shower. A pd effluent culture was obtained at the clinic. The patient was initiated on antibiotic therapy with intraperitoneal. (Ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for the gram-negative bacteria roseomonas gilardii. On (B)(6) 2020 the vancomycin was discontinued, and the patient remained on ip ceftazidime daily to continue for 21 days (dose unknown). The cause of the peritonitis was attributed to touch contamination when the patient opened the pd catheter to drain in the shower. The patient is continuing pd therapy utilizing the liberty select cycler while recovering and completing antibiotic therapy.